Event description:
It was reported that the patient underwent an initial total left knee arthroplasty in 1998. Subsequently, patient was revised due to wear of the polyethylene tibial bearing on (B)(6) 2015. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date/lot number - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent an initial total left knee arthroplasty on (B)(6) 1998. Subsequently, patient was revised due to wear of the polyethylene tibial bearing on (B)(6) 2015. The tibial bearing was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces."